Event description:
Dr utilized two sjm symmetry bypass system aortic connectors (model acn-unknown, lot unknown) during a double coronary artery bypass procedure. One bypass was off-pump to the diagnonal branch and the other was to the right coronary artery (rca) using bypass). 5 months later dr performed reoperation. According to the info received, the pt presented with "new" symptoms and stenosis was observed on angioplasty, "most severe" at the rca site. Both connectors were found to be 90% stenosed approx 3-5 mm distal to the proximal anastomosis site. According to the operative report, the central anastomoses were outwardly intact and there was "no doubt" the stenoses were caused by "improper application of the anastomosis". The walls of both venous bypasses were also found to be thickened. It was suspected that two clips applied to side branches during implant had resulted in the mild stenosis observed in this area. New bypass grafts were completed to the peripheric right coronary artery and the existing diagonal bypass graft utilizing traditional sutures. Additional info received following a meeting with the surgeon indicated one graft was 90% stenosed and the other was occluded. The pt is reported to be "recovering" and no additional info was received, including if the connectors remain implanted.